Event description:
During a call for an unrelated alarm, the patient reported having an infection. Global pharmacovigilance obtained the following additional information. The patient reported that in (B)(6) 2006, she began dianeal pd4 ambuflex (15 liters nightly, lot number c835249) and dianeal pd4 ultrabag therapy (2 liters daily, lot number c839308) intraperitoneally for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, a break in aseptic technique occurred described as touch contamination. On (B)(6) 2011, the patient experienced cloudy peritoneal effluent. On (B)(6) 2011, the patient began remedial treatment of cefazolin (ip, dose and frequency not reported). The patient was not hospitalized. The event of bacterial peritonitis with culture positive for staphyloccocus warneri resolved. On (B)(6) 2011, the nurse provided the following information. The nurse confirmed the cause of the bacterial peritonitis with culture positive for staphylococcus warneri was due to the break in aseptic technique described as touch contamination. On an unreported date in 2011, the patient received aseptic technique retraining and the event of break in aseptic technique resolved. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. The nurse reported the event of bacterial peritonitis with culture positive for staphylococcus warneri was not related to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. A causality statement was not provided for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. The root cause for the reported condition of use error-breach in aseptic technique, which resulted in peritonitis was undetermined. A batch review was conducted for the potentially associated lot numbers (h10i28026, h11c16098, h11b24094, h11c31030, h11d25048, h10k05047, h10h26048, h11b07024, h11f01101) and there were no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This issue is being investigated through CAPA